Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath clear was selected for use. It has been mentioned that when aspirating air after inserting the sheath, air leak occurred from flush port. No air was seen in the patient. The sheath was replaced, and the procedure was completed successfully with a new faradrive sheath. No patient complications were reported. The sheath is expected to be returned for analysis. An infusion pump at a rate of 20ml/h was used for the irrigation of the sheath. No fluid leak was seen nor air was seen in patient. The reported air ingress was observed when the farawave catheter was inserted into the sheath and air was being removed.